Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ severe focal functional posterior septal tricuspid regurgitation (tr), restricted short septal leaflet for a triclip procedure. During the procedure, triclip was placed on the medial side of posterior and septal leaflet (p/s) below the tricuspid ring. Triclip was moved to the aortic, grippers were raised and clip was unlocked, it was determined that the clip was stuck on the septal leaflet and ring. Trouble shooting was performed, but the clip was unable to be removed from the septal ring. Significant force was required to remove the clip. Therefore, the clip was deployed on the septal leaflet. All steps were performed as per IFU during the preparation. Imaging was difficult due to tricuspid ring. All steps were performed as per IFU. The final tr was unchanged. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip stuck on septal leaflet and ring during positioning). The reported poor imaging is related to patient condition (shadowing from tricuspid ring), per case details. The reported unchanged tricuspid regurgitation and foreign body in patient are cascading events of the entrapment of device. The reported patient effect of tricuspid regurgitation, as listed in the triclip g5 system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 4614 was removed.